Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) bolus express button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was unknown. The customer was having issues with b button. The customer was advised to observe time clock for one minute to verify if time advances and found that it was advancing. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.